Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter: occurred during an open cystectomy with ileal conduit procedure. The devices were being used for the stapling of the vascular pedicle. There was a problem unloading the device. Was unable to unload all three staplers after being fired. The anvil was clearly bent out of shape on all three units. In order to resolve the issue and complete the case, another manual stapling handle and reload were issued. There was no patient harm. The patient status is alive, no injury.